Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Evaluation of implantable pump serial number (B)(4) revealed corrosion on the surface of gear wheel number three and wearing on the lower shaft of gear number two. Evaluation of implantable catheter serial number (B)(4) revealed damaged to the transition tubing. The catheter was found to be patent in the lab and passed pressure leak testing. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-may-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-14, information was received from a patient and healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving baclofen (concentration "2000", 624 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included spasticity. It was reported, per the patient's family, that the patient noted a loss of therapy and pump was without drug for 4-7 days. The reported environmental, external, or patient factors that may have led or contributed to the issue was, "patient compliance". The rep was not aware of any diagnostics/troubleshooting performed or interventions/actions taken to resolve the issue. A pump replacement was performed on (B)(6) 2019, per physician request. When the pump pocket was opened, there was fluid in the pocket. The physician felt there was a leak in the pump segment. The pump segment was revised and no leak was noted by the physician. The issue was resolved at the time of this report. The patient's status was alive - no injury.